Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that the patient underwent two revision surgeries within two years, following a tha. The first revision replaced the r3 3 hole acet shell, however the reason for the replacement is unknown. A second revision was performed a year later, due to a fractured smf hip stem. Undated x-rays were provided, which confirm the reported stem fracture. However, per email correspondence ((B)(4)), the requested surgical records are not available. Therefore, due to the limited information provided, a thorough medical assessment cannot be rendered, and the clinical root cause of the fractured stem cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: g4.

Event description:
It was reported that, after a tha had been performed, the patient experienced an unspecified adverse event. A revision surgery was done for replacing the 3 hole acet shell 68mm for a continuum zimmer. The patient recovered.